Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The front of the tibia tray has a sharp metal shard sticking out.

Manufacturer narrative:
Examination of the submitted device confirmed the holes that accept the mating tibial handle exhibit deformation. The root cause is attributed to user technique. The damage is due to side levering of the tibial handle while mated with the tray trial. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year search complaint database search against product code 950502044 finds one additional report of hole damage. Based on the determination of user technique as the root cause and the low frequency of reported events, no corrective action is being pursued. Monitor through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.